Event description:
The device was used during a laparoscopic cholecystectomy. "When dr. Opened the new package, he found the clips were malformed, then they dropped from jaw." There was no consequence to the pt.

Event description:
The device was used during a laparoscopic cholecystectomy. "When dr. Opened the new package the clips were malformed, then they dropped from jaw." There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Co strives to understand each incident as it occurs in order to continuously improve products.